Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2021-01004. It was reported the patient was experienced continual muscle spasm and tightness around the ribs to the chest. As a result, the entire system was explanted and issue resolved.